Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that the patient leads came loose and they were unable to change sides. Patient also stated that they would contact their health care professional and have the device removed. No further complications were noted or anticipated.